Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and "was sitting higher." Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and "was sitting higher." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, crease fold and opening on radius. A visual and microscopic analysis was performed which identified: striated opening on radius. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage like consist in the use of some surgical tool. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Device has been explanted.